Event description:
A beckman coulter, inc. Associate reported during initial start-up, when there is no tachometer signal, the door was able to be opened and the rotor was spinning above 2 meters per second involving optima max-xp tabletop ultracentrifuge. In one situation, there was no tachometer signal and the user pressed start. Shortly after start displayed, the user pressed start again followed by stop. The user then was able to open the door while the rotor was still spinning. In a second situation, there was no signal and the user pressed start and waited for an (B)(4) diagnostic message. The user was able to open the door while the rotor was still spinning. There was no injury associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The cause of the event is unknown at this time. Beckman coulter, inc. (Bec) internal identifier for this report is (B)(4).